Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the patient underwent a tlif at l3-4 and l4-5, posterior spinal fusion with pedicle screw insertion at l3, l4, and l5, and bilateral cage implants l3-l4 and l4-l5. Rhbmp-2/acs was also used in this surgery. It was reported that on (B)(6) 2007 the patient underwent a posterior transverse process fusion, bilateral l3, l4, l5, s, a transforaminal posterior body fusion, left l5-s1 and cage instrumentation l5-s1. Rhbmp-2/acs was also used in this surgery. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: transforaminal posterior interbody fusion at l3-4 and l4-5; posterior spinal fusion at l3-4 and l4-5; pedicle screw insertion at l3, l4 and l5 bilateral; cage implants at l3-4 and l4-5; repair of left l3 dural tear with laminectomy; for pre-op diagnosis of: degenerative disc disease l3-4 and l4-5; herniated nucleus polposus l3-4 and l4-5; spinal curve; intravertebral collapse l3-4 and l4-5; spinal stenosis l3-4 and l4-5. As perop notes: ".. After irrigation of the disc space, bmp and cancellous autologous bone were packed into the anterior aspect of disc space at l4-5 and then a implant 26 x 14 filled with cancellous autograft bone and bmp was inserted into the intradiscal space at l4-5 and distraction was removed.. The cancellous autologous bone and bmp were placed in the anterior aspect of l3-4 and then a 12 x 26mm implant filled with cancellous autologous bone and bmp was inserted into the intradiscal space at l3-4.. The patient tolerated the procedure well.."